Manufacturer narrative:
The lead was in use for treatment for approximately 23 years, 4 months prior to being capped. As a result, the allegations of high threshold against this lead cannot be confirmed and a root cause of the failure could not be determined. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention procedure and may be destroyed. However, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Per permanent pacing lead final inspection procedure for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld. The instructions for use (IFU) provides information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Threshold elevation is a recognized clinical event referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
The customer received a call stating the pacemaker was at ert (elective replacement time) last (B)(6) and had reached eol (end of life) in (B)(6). During recent device checked the pacemaker was noted to be at past eol. Further this rv (right ventricular) lead exhibited increasing threshold and reached 5v last (B)(6). Technical services (ts) noted that this device and lead was scheduled for replacement. Additional information received indicated that there were no pbd (premature battery depletion) or longevity issue of the device. The patient received a new pacing system last week and another was submitted / there was not pbd or a longevity issue. The rv lead was capped (out of service - implanted) on (B)(6) 2017.